Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4) medical. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. It was also noted that the spring in the handle was broken. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.